Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report

Event description:
The following was reported to hamilton medical ag: the ventilator device intermittently alerted for low oxygen alarm. There is patient involvement reported but not further specified. The issue did not result in any patient harm. There is no need for any medical intervention reported. Worst case low oxygen could lead to severe desaturation (spo2 <80%) what makes this case reportable.

Manufacturer narrative:
Investigation outcome: it was reported that device is intermittently alarming for 'low oxygen' alarm. There has been no consequences or impact on the patient and no intervention was necessary according to complaint information. No device logs were provided with this complaint, and no medical intervention was reported due to this issue. O2 mixer assembly was sent by hmi to customer, however, it is unknown whether replacement of this assembly resolved the issue. Due to the missing information, no further investigation can be conducted. This case is considered as closed. If further information is received which changes this assessment, a follow-up report will be submitted.